Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and then had a blank display. Customer's blood glucose level was unknown. Customer reported that the insulin pump fell into the water and there was a crack on it and now it was not turned on. Customer stated that the display was not blank less than 30 seconds. Customer stated that display was blank currently. Customer reported that they were unable to continue troubleshooting for blank display and insulin pump will be replaced. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on electronics assembly. Device received with cracked case battery tube and cracked case corner of belt clips rails noted.